Manufacturer narrative:
(B)(4). It was reported that during an afib case, a pericardial effusion was noticed. Caller reported that there was no drop in blood pressure but confirmed by ice. The medical intervention provided was a pericardiocentesis and 200cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/02/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with 200cc fluid withdrawal. During ablation phase, tamponade was confirmed via intracardiac echocardiogram. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. Blood pressure remained stable throughout the procedure. Patient had shortness of breath and was scheduled for a computed tomography (CT) scan. Patient was required extended hospitalization and fully recovered. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition. Transseptal puncture was performed with a st. Jude medical brk-1 xs needle. Sheath used was a mobicath. Generator set on power control mode at 25 watts (not titrated) with temperature cut-off of 45 degrees celsius. Overall ablation and last ablation cycle times at the site of injury were not reported. Irrigated catheter flow set at 17ml/min. No error messages were reported on biosense webster equipment during the procedure. Smarttouch catheter will be returned.